Event description:
It was reported that a patient was implanted with an impella 5.5. Heparin was held until the incision sit was more stable. Four days later. Heparin infusion had been stopped temporarily due to a small hematoma suspected at the insertion site. The patients outcome is unknown.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The root cause of the access site bleeding issue was anticoagulation management due to high patient act values; heparin was stopped to achieve hemostasis as per the clinical description.